Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher one time. The last repair was may 6, 2016 where it was reported that the protective blade screen was damaged and the roller and damaged comb were replaced and the ratchet was repaired. This is not a related issue. The skin graft mesher was manufactured on october 4, 2013, and is over 2 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed that the ratchet gear was received disengaged from the ratchet head. The screw was not present in the returned case. The mesher handle was jammed and would not open. A cutter and a carrier were lodged within the mesher. The portion of the comb that was visible was deformed. A test mesh could not be performed due to the condition of the mesher. Repair of the skin graft mesher was performed by zimmer biomet surgical on june 16, 2016 which included replacement of the damaged comb, ball detents in ratchet and set screw. The 1.5:1 ratio cutter, serial number (B)(4), produced an incomplete cut and was deemed unrepairable. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the ratchet gear was received disengaged from the ratchet head and the screw was not present in the returned case. The mesher handle was jammed and would not open. A cutter and a carrier were lodged within the mesher and the portion of the comb that was visible was deformed. Based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the screw was missing from handle, the mesher was bent and the carrier was stuck. Initial assessment of the returned product revealed the mesher's comb was bent. No patient involvement.